Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
When loading a polyaxial di screw onto the quick connect di screwdriver, the scrub nurse had difficulty fully engaging the screw as the outer retaining thread of the screwdriver was not advancing into the screw head sufficiently. After 15-20minutes of looking we could not find a spare screwdriver to replace the seemingly faulty one. Whilst I was enquiring as to where we could obtain another screwdriver from, the surgeon attempted to use the faulty screwdriver to insert the screw. The t20 screwdriver tip broke away from the rest of the instrument as he was advancing the screw. The broken part of the instrument was found and removed from the patient. The surgeon then advanced the screw further by locking a rod onto the screw head and using rod holders to turn and advance the screw into the desired position. On inspecting the screwdriver after surgery, I could not visibly see why the thread was not advancing fully into the screw head.

Manufacturer narrative:
Corrected data: one (1) expedium dual innie quick-connect polyaxial screwdriver [product code: 2797-22-400] was returned to the complaints handling unit (chu) for evaluation. Visual examination at the macroscopic level revealed that the fracture was located at the driver¿s distal tip, the second half of the tip was not provided with the device. The fracture analysis report noted plastic deformation at the hexlobes indicative of a torsional overload. This suggests the driver underwent a quasi-static overload torsional shear failure starting at the hexlobes and extending to the center of the shaft, the potential fracture termination site. In addition to fracture analysis, a hardness test was performed on the part. The results from the hardness test showed that the average was within the specified hardness range. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause for the driver¿s distal tip becoming broken cannot be positively determined. However, the fracture analysis report noted plastic deformation at the hexlobes indicative of a torsional overload. This suggests the driver underwent a quasi-static overload torsional shear failure starting at the hexlobes and extending to the center of the shaft, the potential fracture termination site. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.